Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was also reported the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer¿s blood glucose level was 179-450 mg/dl. Reportedly, emergency services were called to assist the customer with their bg and transported them to the emergency room where they were admitted to the hospital intensive care unit. The customer was treated intravenously with fluids of saline. The customer was released from the hospital with no permanent damage and issue resolved.

Manufacturer narrative:
Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.